Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient discontinued charging the ipg due to having suffered a stroke. As such, surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored following the procedure.

Manufacturer narrative:
Corrected data: date of explant added to record.